Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No stuck button alarms noted during our testing. No damage or moisture damage was found on the keypad assembly and no unlocked printed circuit board 1 keypad connector. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, case cracked behind the insulin pump near the battery compartment, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and only work intermittently. The customer's blood glucose reading was 114 mg/dl at the time of incident. Troubleshooting found that the buttons are still not responsive after a battery change. The customer was advised that the device would be replaced and to return the product for analysis.